Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving dilaudid (unknown concentration at 8.759 mg/day) via an implantable infusion pump. The indications for use were noted to be chronic low back pain and spinal pain. It was reported that the patient missed her refill appointment and the pump ran out of medication. The patient was not experiencing any withdrawal symptoms when she finally came into the office to have her pump filled. The physician only drew back "very very little fluid" when he went to refill the pump. The physician decided that because she was not having withdrawal symptoms from an empty pump he should turn down the dose. He refilled the pump with 40 ml of dilaudid from a new syringe. The patient's dose was reduced from 8.759 mg/day to 0.72 mg/day. However, within a day the patient was experiencing "the normal withdrawal symptoms." The event date was noted to be (B)(6) 2018. There were no environmental, external or patient factors which may have led or contributed to the issue. No actions or interventions were taken. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. No further complications were reported.